Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have dislodged. Health care professional (hcp) further asked to turn off the shock therapy but boston scientific technical services (ts) explained that would not help the patient's pacing function if the lead was dislodged. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have dislodged. Health care professional (hcp) further asked to turn off the shock therapy but boston scientific technical services (ts) explained that would not help the patient's pacing function if the lead was dislodged. This lead remains in service. No adverse patient effects were reported. Additional information indicated that the dislodgement was confirmed through x-ray. Further, this patient did not want any intervention. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.